Event description:
New information received notes that the patient was stable and discharged accordingly after the appropriate programming change.

Event description:
It was reported that the patient received inappropriate device therapy for svt. The initial diagnosis was appropriately svt but the final diagnosis was vt due to av interval. The av interval was programmed off. No further information was available.